Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 300 mg/dl at time of incident, then it up to 500 mg/dl, treated with injection, insulin pump and in the morning it was 99 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the insulin exited at the quick release. Customer declined to check their settings. Customer performed the high pressure test and it passed. The insulin pump will not be returned for analysis.